Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. No additional information was provided regarding the device. The device location is unknown at this time. If the device is returned to new world medical, it will be evaluated and an addendum will be filed.

Event description:
We are very excited and think this could help transform the way glaucoma surgery is delivered. I am writing to ask if there is a way we can ensure that the ahmed tubes bascom palmer uses for the study have undergone strict assessment to ensure the valve functions well for our 100 subjects. I know all the tubes undergo standard review but we have occasionally run into eyes with immediate or early postoperative hypotony. For example, just a few weeks ago we had an or room that used three ahmed tubes on one day and all three eyes had flat anterior chambers during the first postoperative week (all initially had healon put in the eye at the end of the case).